Event description:
Caller reported a malfunction on pump, specifically malf 12. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer was assisted with resetting the pump by technical support, and there was no recurrence of the malfunction code. Customer was advised to continue using the pump and to call back if the issue recurred.